Manufacturer narrative:
(B)(4).

Event description:
Large clot appeared on pump overnight. Prior to scheduled pump change that morning, clot disappeared. Soon afterwards patient had slight seizures and had complete right-sided paralysis. Patient sent for stat heat CT which showed a non-occlusive thrombus in a branch of the mca. Symptoms completely resolved over the next hour. No further symptoms or incidents have since been observed.